Event description:
On 21-sep-2025, the user received an infusion "set expired" alert despite having 50 units of insulin remaining while using a steel cannula (cd) infusion set. The agent explained that this alert occurs every two days and assisted the user with completing a full supply change. At the time of the call, blood glucose (bg) was 330 mg/dl and had been elevated for about an hour. The agent advised that the ilet system would deliver corrective insulin doses to bring bg back into range. The user confirmed understanding and declined a follow-up call. The highest blood glucose (bg) recorded was 330 mg/dl. Bg was corrected with insulin. No symptoms were reported during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.